Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An optician reported that a patient experienced trauma to the left eye after having an intraocular lens (iol) implant in the left eye. The patient experienced decreased vision, the surgeon removed the iol and implanted a new one. Additional information has been requested.